Event description:
Pt underwent uneventful lasik (B)(6) 2011 using intralase laser and allegretto excimer. Patient presented at 1 month post op ((B)(6) 2011) vasc 20/20 od, 20/25/ os. At sle (slit lamp exam) noted epi-ingrowth at edge of flap os. Rxm plano od 20//20, +.50 - 1.00 x 140 20/20. Surgeon elected to lift flap and remove periferal epithelial ingrowth.

Manufacturer narrative:
(B)(4). Evaluation: field service specialist (fss) visited site after the reported event. He performed encoder optical factor (eof) update service bulletin. Completed service and system meets all amo specifications. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.